Event description:
I was diagnosed with sleepapnea in late (B)(6) 2017 and prescribed an auto CPAP (B)(6). The medical device, phillips dreamstation is accessed via the (B)(6) by the doctor to titrate parameters and get feedback on sleep data. This CPAP machine's (B)(6) modem doesn't communicate with the home's router/modem due to network band incompatibility as determine by phillips' technical rep on or about (B)(6) 2017. My home network band is 5 ghz vs 2.4 ghz for the CPAP's (B)(6) modem. My internet provider, (B)(6), stated that 2.4 ghz is the old network band, no longer supported. Currently, I cannot fall asleep with the CPAP due to high starting pressure and the doctor cannot change the setting due to the communication issues described above.